Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). According to the local representative, the patient developed spontaneous ventricular fibrillation (vf) at 262 bpm. The arrhythmia was appropriately detected and delivery of 31 joules terminated the arrhythmia. Following therapy delivery, the right ventricular (rv) defibrillation lead dislodged. Non-physiologic noise was detected associated with oversensing and delivery of multiple inappropriate shocks. An x-ray was taken which showed that the rv defibrillation lead had dislodged back into the inferior vena cava (ivc). The device's tachycardia mode was programmed off. The patient was admitted to the intensive care unit (ICU) and experienced another tachycardia episode requiring delivery of external cardioversion. The patient's medical history is significant for obstructive airway disease. Upon admission, the patient was intubated and was then extubated with difficulty. During interrogation of this device, a low voltage alert (code#1003) associated with a voltage too low for remaining capacity message. The patient was discharged on hospice care and no further device or lead intervention was planned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.